Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported seeing "settings not available" message. Patient stated that their stimulation is only working in their back and not in their legs. Patient attempted to adjust the intensity for their pain, but they continued to receive the 'settings not available' message. Patient also mentioned trying to switch groups and adjust the intensity again, but the same message persisted. Additional information was received from manufacturer representative (rep) who reported the patient was not getting as effective therapy. The patient was getting stim in the back but not in the legs. The rep increased the pulsewidth to provide better therapy. When they make adjustment the controller displays the settings not available message. Prior to the adjustment the patient was using therapy in the same amplitude range 16-18ma. At the time of the call the patient was programmed at 17.2ma with an electrode configuration of 0+ 1- 2- 3+. When they tried to adjust up, the programmer showed the oor message. The caller provided the following impedance values from the clinician programmer: ref 0 1 1060 2 1390ohms 3 1210ohms ref 1 0 1070 2 1250 3 1520 ref 2 3 1330ohms the issue was not resolved through troubleshooting. Rep also reported the healthcare provider (hcp) is planning on doing a lead revision.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the patient was not getting as effective therapy. The patient was getting stim in the back but not in the legs. The rep increased the pulsewidth to provide better therapy. When they make adjustment the controller displays the settings not available message. Prior to the adjustment the patient was using therapy in the same amplitude range 16-18ma. At the time of the call the patient was programmed at 17.2ma with an electrode configuration of 0+ 1- 2- 3+. When they tried to adjust up, the programmer showed the oor message. The caller provided the following impedance values from the clinician programmer: ref 0 1 1060 2 1390ohms 3 1210ohms ref 1 0 1070 2 1250 3 1520 ref 2 3 1330ohms the issue was not resolved through troubleshooting. Rep also reported the healthcare provider (hcp) is planning on doing a lead revision. Additional information was received from the manufacturer representative (rep) stating the surgery date is not scheduled yet. The explant was planned because the doctor felt patient was young and wanted him to have better MRI conditionality. The system is 7 plus years old. Also has extensions and adaptor, again limiting his MRI access. The cause of the "settings not available" message was the patient had high intensities and wasn¿t able to increase them above set levels with controller. The issue was resolved by remapping the patient and giving him another group option that provided relief.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# j0309626v serial# unknown product type lead product ID 3487a-33 lot# j0316113v serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.